Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and large cystocele. It was reported that following insertion the patient experienced urinary problems recurrence. It was reported that patient underwent vaginoscopy on (B)(6) 2010. It was reported that patient underwent mesh excision on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.